Manufacturer narrative:
(B)(4). Product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation is completed, a follow-up report will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that tasp was returned fractured and worn.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The device was returned and visual examination exhibited signs of repeated use and is fractured on medial side of the post. Device history record (DHR) was reviewed and no discrepancies were found. The root cause is considered to be design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.